Event description:
The event occurred during a diagnostic endobronchial ultrasound procedure and was completed using a similar device without any delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause as to why there was no image could not be determined.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound bronchofibervideoscope is getting a us9a08 (no image) error with the scope only. There were no reports of patient harm.